Event description:
The customer's mother reported via phone that the sensor is not working on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated that their is missing sensor electrode. Customer was advised that we would send returns kit as well as replaced sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found retracted in the sensor. It could not be confirmed if the sensor was received in this condition as it was returned opened and used.